Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. The following fields were updated per additional information received: b5, b6, h6 (device code(s)) h6 - device code(s): appropriate term/code not available (3191) ¿ device tilt. Investigation ¿ investigation reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported anxiety is directly related to the filter and unable to identify a corresponding failure mode at this point in time. The following allegations have been investigated: vc perforation, filter tilt, anxiety and fear. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Per (B)(6) 2017 - CT scan of abdomen and pelvis without IV contrast, 3rd party review dated (B)(6) 2017, "positive for caval perforation. Four prongs have perforated the ivc. Maximum perforation of 8mm. On coronal images, 12-degree tilt of ivc filter from left-to-right. On sagittal images, 5-degree tilt of ivc filter anterior-to-posterior."

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. The following fields were updated per additional information received: age or date of birth, weight, adverse event or product problem, outcomes attributed to adverse event, event, other relevant history, brand name, type of reportable event, device manufacture date.patient and device codes). H6 - device code(s): appropriate term/code not available (3191) ¿ device perforation this report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6)2006 via the right common femoral vein due to a history of pulmonary embolism (pe) in preparation for knee surgery. Patient is alleging vena cava perforation. Patient further alleges "I live with the anxiety of having a filter that could fail at any time, but that may not be retrievable without serious surgery". "I live with the fear that my filter has tilted within my vena cava and perforated outside out it".

Manufacturer narrative:
Occupation: non-healthcare professional. The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
It is alleged that the patient received a gunther tulip inferior vena cava (ivc) filter device on (B)(6) 2006. It is alleged that the patient was injured without further explanation. Hospital and medical records have been requested but not yet provided.